Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported "things were not going so well" over the past few months, and they wanted to stop using the infusion device. Pt was then admitted to the hospital for hyperglycemia. Pt switched to the backup infusion device at request of internist following admission to the hospital, and since the moment, there have been no further concerns. Pt is doing "good" and has normal blood glucose values. Infusion device was replaced and requested for evaluation. No additional info was provided.